Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02676.

Event description:
It has been reported that during surgery, the scrub technician was unable to successfully assemble the bearing and tray. Surgery was completed with a new set of tray and bearing. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tray and bearing assembled. There was a large gap in the front. The ringloc does not appear to be damaged at all. Dimensional analysis of the ringloc determined that the product, where measured, was conforming to print specifications. Dimensional analysis of the bearing was not performed due to damage from attempted impaction. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.